Manufacturer narrative:
The field service engineer (fse) did not observe an active leak but stated the customer had replaced the inline diluent filters prior to his arrival which resolved the leak. (B)(4).

Event description:
The customer reported the hgb is running low on the 4c cell controls and after running startup on the coulter® act diff 12 analyzer, they noticed a leak from the probe. The volume was reported as approximately 3 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or change to patient treatment attributed to or connected with this event.